Event description:
The customer reported to olympus, the high-definition autoclavable camera head had no image on the screen. The issue was found during preparation for a therapeutic procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm or patient injury associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to a bad charged coupled device. Additionally, kinks and knots were found on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed to a faulty charged coupled device (ccd). The cause of the faulty ccd could not be identified further. Olympus will continue to monitor field performance for this device.